Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they do not have any issues with the sensor. The customer did not want to trouble shoot at the time of the call and refused a replacement pump or reservoir. The customer was gave suggestions on how to prevent no delivery alarms and was advised to call back if they experience the alarm again to trouble shoot the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.